Event description:
It was reported that a m.blue (part # fx816t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be blocked. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: unknown. Weight: unknown. Gender: female.

Manufacturer narrative:
Investigation: visual inspection: the visual inspection demonstrated the following: deposits in the ped. Controlreservoir. Tissue residues and deposits on the product. Many particles in the delivery liquid. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the valve is not permeable, a computer controlled test is not applicable. Internal inspection: after dismantling of the valve, some deposits were found in m.blue. Results: based on our investigation, we confirm the presence of occlusion in the valve, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.